Manufacturer narrative:
Concomitant medical products: product ID 3898-61, lot# lc3167, implanted: (B)(6) 2005, product type: lead; product ID 7435, serial# (B)(4), product type: programmer, patient; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 3887-33, lot# j0343738v, implanted: (B)(6) 2003, product type: lead; product ID 3887-33, lot# j0015944v, implanted: (B)(6) 2001, product type: lead. (B)(4).

Event description:
It was reported the patient had two stimulators. The implantable neurostimulator (ins) on the left side worked fine. The ins on the right side was not working. The patient was not sure if he broke the lead or if the battery was dead. It was noted the patient¿s back was getting sore about a month ago. The patient last used the patient programmer (pp) last friday and checked his right ins. The patient was unable to turn the ins off using the pp. The pp worked on the left ins. The patient had spasms in his legs. The patient reportedly slipped on the ice and fell a couple months ago, and didn¿t know if that was the reason for his issue with the system. The patient did not have the device checked after the fall.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had two stimulators. The implantable neurostimulator (ins) on the left side worked fine. The ins on the right side was not working. The patient was not sure if he broke the lead or if the battery was dead. It was noted the patient's back was getting sore about a month ago. The patient last used the patient programmer (pp) last friday and checked his right ins. The patient was unable to turn the ins on or off using the pp. The pp worked on the left ins. The patient had spasms in his legs. The patient reportedly slipped on the ice and fell a couple months ago, and didn't know if that was the reason for his issue with the system. The patient did not have the device checked after the fall.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient felt no stimulation sensation. The patient had acute pain in lower back and right leg. The symptoms were reported to have gradually onset. The patient noticed the pain right away but did not know what it was stating. The patient was sore and kept getting sorer and sorer. The patient checked the implant with the patient programmer and also stated a manufacturing representative came and met in and tested it and found it was at end of life (eol). The patient stated that it had been 3 or 4 months since the manufacturing representative visited. The patient stated that the ins on the right side is the one that went dead.